Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a meter error (error 1) issue. It was reported that the meter remote emitted an error 1 with sub code 17 at random three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/16/2015-device evaluation:the meter has been returned and evaluated by product analysis on 06/29/2015 with the following findings: a review of the pump black box data showed an error 1 error, sub code 17; ¿initializing rf failed¿ was observed in the meter records download. During evaluation, the meter powered on normally and paired successfully with the test pump. No errors occurred during testing. The complaint was shown in the meter records history but was not duplicated during the investigation.

Manufacturer narrative:
The meter remote has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.